Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturer were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, patient got admitted in the hospital with the following pre-operative diagnosis: atlanto-occipital joint hypermobility with functional cranial settling and posterior gliding of the occipital condyles in association with ehler-danlos syndrome (beighton score 5, multiple small and large joint dislocations, extreme flexibility, hereditary disorder of connective tissue effecting all children) and chiari 1 malformation (normal posterior cranial fossa volume, tonsillar herniation 6.8mm); status post section of the filum terminale for tethered cord syndrome ((B)(6) 2008); and status post c4-5 and c5-6 anterior discectomy and fusion ((B)(6) 2008). Patient underwent surgery in two parts. Part one: posterior fossa decompression consisting of a suboccipital craniectomy; resection of atlanto-occipital ligament; remodeling of supraocciput to accommodate cranial instrumentation; and resection of dorsal spines c2, c3, c4, and c5. Part two: craniocervical fusion-and extraction (occiput to c5) under fluoroscopic guidance (siemens lso-c) consisting of bilateral c2-3, c3-4, and c4-5 arthrodesis; implantation of 14mm x 3.5mm lateral mass screws at c3, c4, and c5 bilaterally; implantation of 24mm x 3.5mm pedicle screws at c2 bilaterally; implantation of bilateral bar plates with four-point skull fixation ( 12mm, 10 mm, 12mm, and 8 mm x 3.5mm screws top to bottom on the left; 10 mm, 12mm, 12mm, and 8mm x 3.5mm screws top to bottom on the right); implantation of cross-link bar (large size) across bar plate junctions; osseous fusion employing infuse (bone morphogenic protein}, autogenous bone, cancellous bone allograft, and graft matrix (triple hypoxyapatite) mixed in progenic paste and autogenous blood; decortication of skull base: reinforcement of bar plate junctions with autogenous bone, cancellous bone allograft, and graft matrix wrapped in strips of rhbmp-2 . The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.